Event description:
It was reported that while the ventilator was connected to a patient. It generated a technical error code indicating that the turbine module had stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the returned turbine module did not show any faults. When installed into a test ventilator device, the unit passes several pre-use checks and one simulated ventilation session without any generation of faults. The review of the returned device logs can confirm the reported error. After the device was re-started, the alarm was cleared and the device passed pre-use check. The cause of the reported issue cannot be established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).